Manufacturer narrative:
Siemens has requested more information and the return of customer reagent to perform further investigation. Customer is operational. The cause of this event is unknown.

Event description:
The customer reported a false negative hcg result on their status+ instrument compared to repeat testing of the same sample using the same lot on the same instrument. There is no report of injury due to this event.

Manufacturer narrative:
The customer returned remaining reagent of the lot in question as well as the patient sample for investigation. The patient sample was unrefrigerated and was therefore discarded. Siemens has completed the investigation. The customer's complaint was unable to be reproduced. The cause of this event is unknown.